Event description:
The customer reported this lead was capped on (B)(6), 2010 due to low impedance readings, less than 200 ohms. The sales rep reported that the impedance has had a steady decline over the past few follow-up interrogations, from 550 ohms and down. An x-ray was taken and there was no fracture; the lead was capped and a new lead was successfully implanted with no adverse pt effects reported. (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted with no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.